Event description:
The hcp reported the pt presented to the e.r. With altered mental status, weakness, lethargy and fever of 102 degrees f. The pt was filled in 11/2004 and given a 10% increase. The previous dialy dose was 493 mcg/day and the new one was 524.7 mcg/day. The 2000 mcg/ml concentration was programmed on both old and new settings.